Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml: 4.603 mg/day and bupivacaine 7.5 mg/ml; (unknown dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. A motor stall occurred (B)(6) 2018 at 0308; motor stall recovery (B)(6) 2018 at 0905. The patient did not recently have magnetic resonance imaging (MRI). There was no electromagnetic interference (emi) or magnetic interaction. No symptoms reported. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.